Event description:
During an rf procedure, the generator displayed errors while in lesion mode. The machine was restarted several times, which added an additional one hour to the case. The procedure was completed using the same equipment. There is no adverse consequence reported as a result of this malfunction.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.